Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure (bkp) at th12 to treat a compression fracture due to primary osteoporosis. Preoperatively, it was confirmed that the anterior wall of the treated vertebra was damaged. Cement was injected with 2.0 cc into the right cavity and 1.5 cc into the left cavity. Immediately post-op, x-ray imaging detected a possible cement extravasation into the spinal canal (approx. 10 mm in length). No change was observed with the patient¿s vital signs and the patient was asymptomatic. It was also reported that no additional treatment was given. Per the report, the patient was "released from the hospital on foot". Thereafter, the "patient complained of an uncomfortable feeling like numbness" and a CT examination was scheduled. No further information is known at this time.

Manufacturer narrative:
(B)(4). Imaging interpretation: "ap x-ray shows all cement overlying the index vertebra. From this picture no extravasation can be confirmed."